Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a laparoscopic procedure, the device was broken. By visual inspection of the device contained in the bag, it was noted that the collar where the sutures are tied broke in half. There was no reported patient outcome.

Manufacturer narrative:
Evaluation of summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the threaded anchor was broken. The obturator, trocar, cannula, envelope seal and circular seal appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken spring grip may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.